Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a [second report source] regarding a patient who received lioresal baclofen (unknown lot number, concentration, and dose) in an implantable pump for an unknown indication for use. The (B)(6) male patient had a medical history of panplegia; concomitant medications were unknown. On an unknown date, the patient experienced muscle spasms and their body did "strange things", and the patient felt "abnormal." The pump was suspected to have run dry. The action taken with the baclofen was unknown. The outcome of the adverse event was unknown. The seriousness and causality of the event was not reported. No further complications were reported/anticipated.

Manufacturer narrative:
The initial MDR was filed as MFR. Report # (B)(4). Additional review showed the correct manufacturing site was site # (B)(4). Device code (B)(4) was updated to (B)(4).

Event description:
Additional information received from distributor indicated the pump was not empty. The pump still contained 5-7ml at the time of the event. It was confirmed no further alarms occurred. No further diagnostics/troubleshooting/actions/interventions were required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.